Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was unknown; however, the valve and the delivery catheter system can be excluded as contributing causes.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012245465); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012280006); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, an pre-implant balloon aortic valvuloplasty was performed and a hemodynamic collapse was noted. Direct current cardioversion was performed and percutaneous cardiopulmonary support was used. Subsequently, the valve was implanted in the patient. The patient left the procedure still intubated, and passed away early dawn the next morning.